Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked case and scratched display window.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Called the paramedics and she was hospitalized. The blood glucose reading was 777 mg/dl at the time the paramedics arrived. Customer stated that she had chest pain and was short of breath prior to hospitalization. Nothing further was reported.